Manufacturer narrative:
The product was not returned for investigation. The patient has not been revised. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check showed that the product combination was approved by zimmer (B)(4). Event summary: it is reported that the patient (with bilateral hip replacement) hears squeaking of the left hip ceramic/ceramic articulation during stair climbing. Review of received data: a medical device reporting form has been received. No other relevant information. The operative report dated (B)(6) 2013 does not indicate any conspicuousness. The follow up visit protocol reports pain of the right hip and groin consistent with muscle tendinitis and squeaking of the left hip, which could be confirmed in the visit. No other conspicuousness. Devices analysis: a device analysis could not be performed as no product was returned to zimmer (B)(4). Root cause analysis: root cause determination using dfmea: noise causes patient dissatisfaction due to implant squeaks or clicks - (stripe wear), possible: clicking may result from stripe wear. Conclusion summary: it is possible that squeaking may result from stripe wear. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta taper liner nn/40 on (B)(6) 2013 on the left side. On (B)(6) 2015 an audible squeaking of the hip with stair climbing was detected. (Split case with zimmer inc. (B)(4) same case is treated in (B)(4)).